Event description:
It was reported that there was a device implanted after the ubd (use by date). It was noted that a copy of the implanted daily expired report from (B)(6) 2014 contained one expired item. The report indicated that an implantable neurostimulator (ins) model 37714 was implanted on (B)(6) 2014, 282 days past the ubd ((B)(6)2013).

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. Product ID: 3777-60, serial# (B)(4) implanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
The implant date (B)(6) 2014 does not apply. The device code of (B)(4) does not apply. The conclusion code no longer applies.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2014 reporting that the incorrect implant date was submitted. The date was corrected from (B)(6) 2014 to (B)(6) 2012.